Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The company representative confirmed and replicated the reported event. The caster was replaced to address the issue. The system was tested and found to meet product specifications. It was confirmed that the stem of the wheel and the connection to the base of the stand were not compromised. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The reported event was confirmed and was attributed to the nonconforming caster. However, how or when the caster became nonconforming is unable to be determined conclusively. Therefore, the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.¿ the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the visit of company representative, it was observed that the castor wheel was broken. Surgery was completed by another microscope. There was no patient impact.